Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported premature deployment was confirmed as the stent was not returned and it was reported that the stent came off the delivery system prior to use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the cause for the reported premature deployment was likely due to inadvertent mishandling. It is likely that the premature deployment is related to handling and/or inadvertently rotating the handle rotator causing the sheath to slightly retract as noted on the returned device, and the stent to be exposed and partially deployed. It is not possible for the stent to be partially expanded ¿flowered¿ while in the dispenser coil, further suggesting that the premature deployment occurred after removal from the packaging. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the 30-day initial medwatch report, the following information was received: during unpacking the 8tx40x136 xact self expanding stent system (sess), the stent prematurely activated and came off the delivery system prior to use. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a lesion in the carotid artery with moderate calcification, mild tortuosity and 80% stenosis. During unpacking a 8tx40x136 xact self expanding stent system (sess), it was noted that the stent was exposed but not flowered in the sheath tube [premature activation]. The sess was therefore not used and there was no reported patient involvement. A new same sized unspecified stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.